Event description:
While repairing the right rotator cuff, the surgeon attempted to make the second throw with the expressew suture needle. It was brought to his attention that the tip was missing from the device. Surgeon was unable to locate the tip of the needle.